Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014, to report intermittent out of range signal on (B)(6) 2014. Dexcom technical support had the patient perform a paperclip reset and it was unsuccessful. The patient's father did not report any injury or medical intervention.